Event description:
Customer reported receiving a high glucose reading (142 mg/dl) from their freestyle freedom meter and increase her insulin dosage accordingly. Customer reported experiencing symptoms of loss of consciousness and vomiting in her sleep. Paramedics were called and treated customer with intravenous fluid. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give reading of "hi" in the adc meter. A blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.